Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that a male patient that previously had a bifurcate zenith lp body with zbis on the right side and standard leg extension on the left side had post-operative computed tomography (CT) and digital subtraction angiography (dsa) performed. Sometime after the initial implant, exact details unknown, there had been subsequent loss of seal at the end of the left limb and according to the physician's letter at the time, a possible type 1b leak .the physician requested to extend on the left side with an additional implanted zbis and leg extension to rectify the issue. The CT scan from (B)(6) and dsa from (B)(6) reportedly look suspicious for type 3 leaks on the right side. The leak appears to be either within the bridging tfle limb on the right or at the junction between the tfle and zbis. (1820334-2016-00776). The patient does require additional procedure due to this occurrence. No adverse effects to the patient reported due to this occurrence. Apart from the implanted graft, no part of the device remained inside the patient.

Manufacturer narrative:
Clarification of the event description confirmed that the type 1b endoleak initially stated (1820334-2016-00860) was actually an initial hypothesis and was later disregarded by the physician upon imaging review.

Event description:
Clarification of the event description confirmed that the type 1b endoleak initially stated (1820334-2016-00860) was actually an initial hypothesis and was later disregarded by the physician upon imaging review. It was reported that a male patient that previously had a bifurcate zenith lp body with zbis on the right side and standard leg extension on the left side had postoperative computed tomography (CT) and digital subtraction angiography (dsa) performed. Sometime after the initial implant, exact details unknown, there had been subsequent loss of seal at the end of the left limb and according to the physician's letter at the time, a possible type 1b leak .the physician requested to extend on the left side with an additional implanted zbis and leg extension to rectify the issue. (1820334-2016-00860). The CT scan from (B)(6) and dsa from (B)(6) reportedly look suspicious for type 3 leaks on the right side. The leak appears to be either within the bridging tfle limb on the right or at the junction between the tfle and zbis. (1820334-2016-00776) the patient does require additional procedure due to this occurrence. No adverse effects to the patient reported due to this occurrence. Apart from the implanted graft, no part of the device remained inside the patient.